Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a ureteroscopy with biopsy and ablation of the right lower calyx tumor procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Post-procedure, the patient became tachycardic with a new atrial flutter. The patient chose to be discharged against medical advice (ama) one (1) day post-procedure (pod01). Per operative notes, a non-boston scientific flexible ureteroscope was used with a no-touch technique and found no lesions in the ureter. There was the beginning of carpet-like red velvety tumors involving one of the lower pole calyces. There was a narrow mid-calyx infundibulum with a necrotic tumor visible inside and an upper pole that appeared to have a dead tumor and no new disease. Dilation of the mid-calyx infundibulum was done with a dilating catheter to 10f to permit entry into it. Selective cytology and biopsy of the tumor were done, and thulium laser ablation of the tumor was accomplished. The necrotic upper calyceal tumor was biopsied and laser resected as well, but the lower calyx tumor was extensive, and visualization was poor due to severe angulation. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e060103 captures the reportable event of atrial flutter. Patient code e060109 captures the reportable event of tachycardia. Impact code f12 captures the reportable event of serious injury.